Event description:
It was reported to st. Jude med that during an ICD replacement, when the new device was connected to the lead, it displayed a shorted output stage detected message. Upon examining the lead, an insulation anomaly was noted. The lead was replaced.